Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had act buttons press more than once. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had battery changes every 6-7 days, crack on battery compartment, grinding during the rewind process, insulin violently squirting through the infusion during the priming process and they received m-error codes before. The insulin pump will not be returned for analysis.